Manufacturer narrative:
The investigation for the aic controller yellow alarm has been completed. Console logs from the reported day of event are consistent with complaint and show repeated controller error alarms (#1039, defective optical sensor lamp) without pump connected. Multiple ¿bad_lamp¿ error messages show failed ¿5s¿ parameters, specifically ¿light¿ values between 0.73v and 0.65v (below error threshold of 0.75) which indicates insufficient amount of light reaching the optical bench ccd sensor. The aic was returned for evaluation. Visual inspection of the optical pump connector revealed significant contamination of the optical fiber. Measured 5s parameters were out-of-spec, but the light parameter was within specification. The cause of the aic issue was contamination. This report is being filed as a part of the retrospective review of historical records.

Event description:
The biomedical engineer reported that their console (aic) was displaying a controller error alarm. The device was removed from service as a result of the noted issue. There was no patient harm reported.